Manufacturer narrative:
Should additional information become available it will be provided in a supplemental report.

Event description:
It was reported the patient states that she had been experiencing pain since the (B)(6) 2012. She has a searing pain which sometimes wakes her in the middle of the night. The pain begins in her hip and begins to radiate into her lower back. Walking on hard surfaces and prolonged standing cause the pain to increase. The pain is not constant however, it is frequent and the frequency is increasing. She has lost agility in the right foot. She has difficulty lifting her foot and finds herself dragging it. She has to lift her foot with her hand to get into a car. She was given cortisone shots for pain relief by her family physician in (B)(6). The patient's surgeon has an appointment for an MRI and blood work on (B)(6) 2012. She will see the surgeon once the test results are in. Additional information received that it was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenation femoral component due to modular neck - stem mechanism of failure. Should additional information become available it will be provided in a supplemental report.